Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report up/down buttons are not working. He explains that the house soft components are not defective but that the up/down buttons are not responding when he has to use them. No adverse event alleged. A request was made for the return of the device.